Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number.  This event will/was be reported on 0009613350-2017-00154.

Manufacturer narrative:
Information was received via journal article.

Event description:
It was reported via journal article that the patient had showed medial radiolucency at the follow up. The aaos score was iii, paprosky score 2c and harris hip score 62, 79, 77 at 1,2 and 5 years respectively.no further information is available.